Event description:
A physician reported that during implantation of an intraocular lens (iol) the lenses will leave a dent on the anterior surface of the lens that looks like the shape of the haptics.

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. This was an anonymous complaint. No follow up can be conducted. The manufacturer internal reference number is: (B)(4).